Event description:
Additional information received from a healthcare provider via a clinical study reported the patient exited the study as the patient was no longer available for follow-up. The study exit date was (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the event outcome was ongoing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the outcome was unresolved at the time of study exit/death/study closure. It was noted the site was unable to elaborate further as the patient chose to be seen at another office by another physician and had not returned to them at this point.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone (1000 mcg/ml at 110.0 mcg/day) via an implantable infusion pump. The patient had a history of back pain. It was reported the patient experienced decreased efficacy. The patient was implanted (B)(6) 2015 with good efficacy. As of a visit on (B)(6) 2015 she was still getting some benefit from increase in medication. At the (B)(6) 2015 visit she was reporting no additional benefit and increased pain. At the (B)(6) 2016 visit the hcp discussed a dye study. A dye study on (B)(6) 2016 gave results of inability to aspirate and difficult to inject with poor intrathecal layering of contrast. A post dye study CT revealed a fibrin sheath around the catheter "like a condom" as per the radiologist and flame appearance at the tip. It was further noted there was a probably inflammatory mass. It was later reported that there was no evidence of acute compression fracture, herniated disc, cord compression, or a paravertebral mass on the CT scan. There was evidence of an intrathecal catheter that appeared to enter under the l1 disc space. The distal tip of the catheter was not well seen due to contrast being concentrated around the tip. The catheter terminated at t8. There was an intense amount of contrast around the catheter tip. It was noted that may represent pericatheter fibrin sheath causing the contrast to concentrate around the catheter and diffuse poorly into the thecal space. An intervention of the event included an explant/replacement. The etiology was noted as related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study updated the device diagnosis to other fibrin sheath around catheter and the clinical diagnosis to suspected inflammatory mass at the tip of the catheter at t11.